Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited elevated and/or high thresholds. The ipg remains in use, and no patient complications have been reported as a result of this event. Approximately, three months later, follow up check revealed ipg threshold within acceptable parameters. The patient is a participant in the (B)(6) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.